Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced severe visual disturbance. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was non-adaptation to optic rings. Additional information was received stating patient's issues were resolved and there was no patient harm.